Event description:
On (B)(6) 2013, it was reported by the distributor. "Overtightened thread during derotation of the rod. There was a spare instrument and it functioned correctly. At derotation time while trying to firmly grip the rod, mentioned incident happened." The surgery time was extended for more than 10 minutes due to the alleged incident. Additional info was requested by integra. On (B)(6) 2013, the distributor reported per the surgeons and hospital-no additional info will be provided.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.